Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient received an alert for high impedance. The lead was tested and the impedance was in range. The lead was not explanted as the left subclavian vein was occluded, and the new lead could not be implanted.